Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt and charred, there were no other non conformities, and the device was bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this testing, the reported complaint for "kept shutting off" could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the safety mechanism on the vasoview hemopro 2 endoscopic vessel harvesting system which shuts down the unit, kept shutting the hemopro 2 off. This occurred about 15 times during the case but eventually it stayed on enough to complete the case with the reported device. There were no patient effects. The product is returning.